Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and found an open port on the patient circuit. This port was closed and the ventilator functioned as intended. The ventilator passed all testing.

Event description:
It was reported that during set up, a ventilator would not recognize the patient. There was no report that the patient was transferred to another device. There was no report serious injury or death associated with this event.